Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties, could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional arteriogram procedure. Reportedly, the starclose se device became stuck when attempting to remove it from the anatomy after clip deployment. The device was eventually safely removed from the patient after a significant amount of time was spent trying to retract the vessel locator wings. The vessel locator wings finally collapsed after multiple attempts and by "pressing all buttons together". The physician felt that the bail out method for safely removing the device did not work well, there was no vessel damage noted. Although the clip had deployed, hemostasis was not achieved with the clip and manual arterial compression was applied to achieve hemostasis. As it took a "significant amount of time" to retract the vessel locator wings and remove the device, there was clinically significant delay in the procedure or therapy. There was no adverse patient sequela. No additional information was provided.